Event description:
It was reported that during a nose procedure using a coblator ii controller, the controller had no output. The fuses were replaced and there was still no power to the console. The surgeon opted to complete the procedure using a competitor's device. There were no patient complications reported as a result of this event.